Event description:
Reportedly, at the regular pacemaker check on (B)(6) 2022, an increased battery impedance was revealed in a patient implanted with kora 250 dr. It was 2.3 ko in the previous check one year ago, but this time it showed 3 ko and the remaining longevity was displayed as min. 8 months.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.